Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 4 of 5. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the alarm. The tsr advised to discard the supplies and finish manually. Global product surveillance contacted the hp on (B)(6) 2011. The hp stated that she was able to complete therapy with manual supplies. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.